Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented a merlin transmission that revealed the device battery had gradually decreased and the device reached eri. The patient was transferred to another cardiologist to perform device replacement. No further information is available.